Manufacturer narrative:
(B)(4)

Event description:
Procedure: ileostomy reversal. According to the reporter: the stapler did not release off tissue. The surgeon clamped the mesentery and cut below the stapler to remove it. A new device was opened to complete the case. Delay in operation room time was reported as 15 minutes. Blood loss was reported as 30cc.